Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that an unknown biomet certain 5mm implant with unknown lot # placed approximately 9 yrs ago in site # 2. Patient's old restoration with unknown abutment he believes to have been a gingihue post had loose iunihg screw. No reported injury to patient. No further information provided.

Manufacturer narrative:
The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 2 (universal) and used for approximately 9 years. The reported event could not be recreated due to the nature of the dental device and event (loosening). The customer has provided additional x-ray images of the product assembled with an unknown implant and restoration. Signs of loosening could not be verified from these images. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". Device not returned.